Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low"; however, specific value was not provided. Bg cause was unknown. Reportedly, the customer was using off label insulin ((B)(6)) within the pump supplies. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room and was subsequently admitted to the hospital. Reportedly, the customer felt like they were having a "heart attack or stroke". Customer was treated with intravenous fluids; however, the customer could not recall the fluids received. Customer was discharge on (B)(6) 2026 and there was no permanent damage.